Event description:
A malfunction alarm with the code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arose, and they acknowledged and understood the instructions.